Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged having headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device sound abatement foam. The patient alleged having headaches. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Secondary findings such as care orchestrator data was unavailable. The error log was retrieved. There were 4 instances of continue error e-53. Slight dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of liquid ingress on the blower and blower box was observed. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The investigator confirmed there was no evidence of sound abatement foam degradation in the device, but can confirm the presence of contamination in the airpath.